Event description:
While closing the femoral artery access site post procedure, the perclose prostyle device failed. Steps were taken and an angioseal closure device was utilized and successful hemostasis was achieved. Perclose prostyle, lot: 3051942, ref: 12773-03, exp: 2025-04-30.